Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product code: hrx. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a vba for ovf on (B)(6), 2023. A balloon was once inflated but it was removed because the inside of the vertebral body was hardened and re-drilling was needed. After that, the surgeon reinserted the balloon and attempted to inflate it, but the balloon did not inflate. The balloon was found to have a hole in it. A substitute balloon was used, and the surgery was completed successfully with no surgical delay. It is unclear whether the reason for the balloon damage is due to operation or a defect of the product itself. No further information is available. This report is for one (1) synflate vertebral balloon med. This is report 1 of 1 for complaint (B)(4).